Event description:
It was reported that pump displayed malfunction alarm code and could not be reset, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer chose to continue using current pump for insulin delivery, and technical support arranged pump replacement and shipping, and instructed customer to place pump into storage mode before returning it, which customer understood and acknowledged.